Event description:
It was reported the patient experienced a ¿shocking sensation down to his arm¿ in (B)(6) 2013. It was unknown which arm the sensation occurred in at the time of report. It was stated the patient also experienced low impedances at that time. It was reported that the extension and implantable neurostimulator were replaced and that the shocking issue was ¿resolved.¿ a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0405a. Product type: lead: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension. (B)(4).

Event description:
Additional information reported that the surgeon believed the battery depleted quickly as expected with low impedances.

Manufacturer narrative:
(B)(4).